Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
An advocate from canada reported that the customer obtained a blood glucose reading of 20 mmol/l on the contour next link meter. Based on this reading, the customer took 5 units of insulin (apidra). The customer performed repeat testing and obtained a reading of 2.2 mmol/l. The customer was experiencing headache and then he fainted. The customer was taken to an emergency room. On his way to the emergency room, the customer ran another test on the contour next link meter and obtained a reading of 22 mmol/l. However, he was still experiencing symptoms of hypoglycemia. The customer received medical intervention in the emergency room. No treatment details were provided. The customer was advised to return the product for evaluation. Replacement meter and test strips were sent to the customer. The customer used all test strips from the vial of test strips involved in the event and then discarded the vial of test strips. Therefore, strips information could be not gathered and this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned the suspected contour next link meter for evaluation. An in-house testing was performed using the returned meter with in-house contour next test strips, which gave satisfactory performance. Section d4 of the initial report indicated the meter serial # as (B)(6). The correct meter serial # is (B)(6). Section d4 has been updated with this information.